Event description:
The stimulator, lead, and extension were returned to the manufacturer. The return paperwork did not suggest or question a malfunction and no patient symptoms were reported. The devices underwent routine analysis. Additional information has been requested, a follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
Final device analysis of the stimulator revealed no anomaly found - implantable neurostimulator is functionally okay. Final device analysis of the extension revealed no significant anomalies - extension okay but cut thru (suspect explant damage). Final device analysis of the lead revealed a reliability non-conformance - broken conductors in the body of the lead (anchor site unknown). All/multiple conductors/wires were broken 13.1 cm from the distal end and the outer insulation was pinched. The distal end of the proximal end were intact and undamaged. Suspected body fluids observed in the lead, but had no impact on lead performance.